Event description:
It was reported by olympus representative that the evis exera iii video system center did not produce an image with the cv-190 monitor after connecting 160 and 180 series scopes. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The olympus representative (rep) called olympus technical assistance center (tac) to troubleshoot the device. The rep stated that the scope image appeared on the monitor with no issues when connecting 190 series scopes and urf scopes to the cv-190 and indicated that the issue occurred on three cv-190 towers. Additionally, the rep informed tac that the customer sent the scopes in for evaluation and there was no fluid invasion nor damage reported. A brand-new maj-1430 video cable and loaner scopes were connected to the cv-190 tower and the issue has not been resolved. Tac instructed the rep to observe that the scope model and serial number are populated on the display monitor upon connecting the maj-1430 to the cv-190. Furthermore, tac instructed the rep to press the menu button and go to the advanced menu and the scope menu to check if the cv-190 is recognizing the scope. The rep informed tac that he would call back if more assistant is needed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation presumed that the electrical contacts inside the video connector receiver had foreign matter such as dust, which cut off the electrical contacts on the connector, and made the device image and video processor transmission impossible.